Manufacturer narrative:
(B)(4). Evaluation of the incident generator by a covidien international service center found it to function normally. Testing found the generator to meet specifications.

Event description:
The customer reported that the patient received a 3rd degree burn on the left lumbar area during a liver ablation procedure. The burn was treated with disinfectant (braunoderm), and required necrotic skin removal and skin transplantation. Additional information has been requested; however, the customer has indicated no further information is available.